Event description:
Same case as MDR ID# 2134265-2014-07605. It was reported that intermittent flow was experienced. The access site was obtained via groin approach. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. During the procedure, a non bsc 7 french sheath was introduced into the right common femoral artery and a transvenous pacer wire was placed in the right ventricle. Following this, a non bsc guide catheter was used to access the lesion and the rotawire was tried to cross the lesion but was unsuccessful. Then a non bsc guidewire was successfully crossed the lesion. An attempt to cross the maverick over-the-wire balloon was made but was unable to track over the non bsc guidewire. An unspecified support wire was then inserted past the lesion using buddy wire approach but was also unsuccessful in tracking the balloon past the lesion. Furthermore, the support wire was removed and exchanged with the rotawire. A rotaburr was attempted to track over the rotawire but failed due to the tortuousity of the lesion. They then removed the burr without being activated. The maverick over-the-wire balloon was then reinserted. As the rotawire was being pulled, a wire got fractured and the distal portion of the device was stuck in the distal right coronary artery and remained inside the patient. Snaring was performed but was unsuccessful. Attempts to jail the fractured rotawire against the vessel wall was unsuccessful. Patient was hemodynamically stable with timi 3 flow. Following the attempt to snare the fractured rotawire a mailman guidewire was placed in the distal right coronary artery (rca). Despite placing the mailman guidewire ¿it was next to impossible to cross any significant equipment past the calcified lesion. A 1.5mm predilation balloon was once able to cross across the lesion with adequate dilation without much change to the lesion of interest. At this point, the lesion started to become unstable with intermittent stoppage of flow¿. Further balloon angioplasty was performed and the lesion was stabilized. The decision was made to pursue coronary artery bypass grafting (CABG). Timi 3 flow to timi 2 down the rca. At this point the patient was prepped for surgery. The patient received an intra-aortic balloon pump. The plan was to place the vein graft to the pda or the plv. The patient was transferred urgently to the operating room in a hemodynamically stable condition.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).